Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. One end of the broken wire had retracted inside the lumen of the extrusion and appeared blackened. The other end of the broken wire was missing from the device and was not returned. The remaining portion of the cutting wire was measured and found to be 6mm in length. Therefore, approximately 22mm-26mm of the cutting wire had completely detached from the device and was not returned. The outer diameter of the cutting wire was measured and found to be within specification. In addition, the anchor at the distal pierce hole was inspected and found to be intact. During manufacturing, the sphincterotome devices are 100% inspected and any defects are scrapped and documented in the device history record (DHR). A review of the DHR confirmed that the device met all manufacturing specifications. Therefore, the most probable root cause is "operational context." A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal on (B)(4), 2011. According to the complainant, the device was positioned at the papilla and bowed. The device was connected to a valleylab generator. However, while performing the sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. The complainant noted that a portion of the cutting wire detached from the device post procedure during cleaning. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal on (B)(6), 2011. According to the complainant, the device was positioned at the papilla and bowed. The device was connected to a valleylab generator. However, while performing the sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. The complainant noted that a portion of the cutting wire detached from the device post procedure during cleaning. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.